Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was 3.6 mmol/l. At first the buttons were stammering, now they are completely unresponsive. The alarm cannot be cleared. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.